Manufacturer narrative:
Concomitant medical products 5071-53 lead, implanted: (B)(6) 2018; 5071-35 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead alert triggered, and it was determined that the right ventricular (rv) lead exhibited an instance of t-wave oversensing (twos) during an episode of atrial tachycardia (at)/atrial fibrillation (af) with rapid ventricular response (rvr). The lead remains in use. No patient complications have been reported as a result of this event.